Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The dentist reported that it was used the procedure of immediate load. In addition, the dentist reported the presence of fenestration. Moreover, the dentist has used a sequence of drills different than the ones recommended for the implant installation and also has selected an implant design which is not recommended for the patient's bone quality.

Event description:
The clinician reported that five months after the dental implant and abutment were placed in ada site 10, loss of osseointegration was verified in type iii bone. A bone graft was completed. Patient presented with diabetes mellitus. The implant will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that five months after the dental implant and abutment were placed in ada site 10, loss of osseointegration was verified in type iii bone. A bone graft was completed. Patient presented with diabetes mellitus. The implant will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.